Event description:
According to the reporter, during procedure, the needle broke into 2 pieces. Broken pieces were accounted for by the surgeon and scrub tech. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.